Event description:
It was reported to boston scientific corporation that an obtryx system - halo was used during a bladder sling cystoscopy, laparoscopy, division of adhesions, and removal bilateral salpingo-oophorectomy procedures performed on (B)(6) 2013 to treat a patient with vaginal prolapse and second degree cystocele. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2013, procedure date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).